Manufacturer narrative:
860 record review work-order was pulled. Work-order was for two "non-sterile" demonstration trays. Tray label states "non-sterile, not for clinic use". The product was made as demo-samples for the facility's committee evaluation meeting. Per the sales rep, it was carried into the hospital by the sales rep and the tray was left in an office on a different floor from ir. Per sales rep, it appears that ir ran out of product and was given or took the non-sterile labeled product from the office for a case.

Event description:
It was reported that the facility had a question regarding the sterility of the product (sterile versus non-sterile). Catheter was inserted in 2006 and pt developed positive blood cultures 9 days later. Catheter tip was colonized with yeast.